Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image was foggy during inspection for use involving an olympus rigid video laparoscope. There was no patient harm reported.